Event description:
The guidewire allegedly unraveled. It was reported the guidewire frayed upon removal but the pt did not suffer injury. No additional information provided.

Manufacturer narrative:
A lot history review (lhr) of reza1542 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.